Event description:
It was reported that bd insyte-n autoguard winged catheter shears. The following information was provided by the initial reporter: insyte-n autoguard winged 24 gauge catheters may have been defective.¿ date of incident: 5/26. Issue: sheared catheter with same lot, and different inserters (users). 13 jun multiple IV attempts by experienced rn's . Unable to flush catheter , met resistance. When catheter was removed , sheath at the end of catheter was damaged. Nurses reported they tried multiple IV catheter , all had damage/defective sheaths. No injury to patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received eight 24ga x 0.56in. Insyte-n autoguard winged units in sealed unit packages from lot #3340243. Each sealed package was opened, and a visual and microscopic examination of the catheter revealed no damage or defects. The catheter was not sheared by the needle and the catheter tubing was fully bonded to the catheter tubing. A functional test revealed that the needle fully activated. No damage or defects were noted on the returned samples. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.